Event description:
Customer reported a button error alarm. The customer's blood glucose was 140 mg/dl. The customer stated she was attempting to put in a new reservoir when the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.